Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting off. The customer's blood glucose was 200mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.